Manufacturer narrative:
The device involved in the event was reported as discarded.

Event description:
It was reported that 45 minutes following the start of infusion therapy to a patient, a drop of the chemotherapeutic drug was seen under the spiros connector that was attached to the etoposide syringe.

Manufacturer narrative:
The manufacturer received one new, 25 units of spiros closed male luer, device of the same lot on 2/25/2019. All devices passed all tests. A device history review (DHR) for lot 3370361 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The customer complaint was not confirmed. Concomitant medical products: yes; device evaluated by MFR: yes.